Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the cause for the failure is very likely a defective motherboard. Since the subject device was not returned, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator displayed error message e486 error (no instrument connected). The error message was traced to the defective motherboard. The issue occurred during initial inspection of the subject device. There were no reports of patient harm.